Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. Per the regulator device contract manufacturer's investigation, no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that an ophthalmic gas dispensing regulator indicated 300psi delivery pressure, but no gas would dispense at all prior to the start of a pneumatic retinopexy surgery. The procedure was alternatively performed by injecting air into the eye instead of gas. There was no report of any patient harm. Additional information has been requested.